Event description:
The generator was received for analysis which was completed on 08/03/2017. The header was partially delaminated from the generator can at two places front and back. The feed-thru wires were not broken. Based upon the analysis results, the delamination of the header is not a device failure, but most likely occurred during the explant procedure. Measurement of the battery voltage confirmed that the battery was depleted. The analysis and electrical test results demonstrated normal battery depletion to an end of service condition. The device performed according to functional specifications.

Event description:
Battery replacement surgery occurred on (B)(6) 2017. During a battery replacement surgery for normal battery depletion, it was noted by the surgeon that the generator header had broken off. Review of the manufacturing records revealed the generator met all specifications prior to distribution. The explanted device has not been received by the manufacturer. Additional relevant information has not been received to-date.